Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Testing of a retained material of reagent lot 04543be00 (which contains the same material as lot 04539be01) met specifications. Controls showed values within typical range. Two sensitivity panels and additional replicates of the positive control were tested. The sensitivity panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. Lot 04543be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data, it was shown that the sensitivity performance is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that nonreactive architect anti-hcv results were generated for 3 patient samples that tested elisa anti-hcv repeat reactive. No adverse impact to patient management was reported. Physical examination, architect 0.83 s/co nonreactive, elisa reactive. Pregnant female, architect 0.50 s/co nonreactive, elisa reactive. Architect 0.18 s/co nonreactive, elisa reactive.